Manufacturer narrative:
The following devices were also listed in this report: primary tritanium hemi cluster hole cup 60mm; cat# 502-03-60f; lot# 468p6p; 6.5 cancellous bone screw 25mm; cat# 2030-6525-1; lot# yk5dl4; delta v-40 ceramic head 36/+5; cat# 6570-0-236; lot# 57060501; size 6 accolade ii 127 deg; cat# 6721-0635; lot# 55910402; it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
As reported: "left hip explant, I&d, placement of antibiotic spacer via anterior approach...pre op diagnosis: infected total hip replacement. No further information available". The primary usage sheet and a pre-revision x-ray are provided.